Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-12386. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009862, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal (B)(4). The count of complaint is 6 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: the lot 6009862 was manufactured according to the work instruction (wi) version 81 packaging in the multivac 12, on 25/oct/2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) (B)(4) was opened during sterilization process. Sterilization parametric reports were received under the template/form of accusolo system instead of vericycle system. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one nc raised during sterilization process no related to complaint code, the threshold of 6 reportable complaints is met for the lot in question and malfunction code, further actions are required. This complaint requires further CAPA determination assessment.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 02 - (B)(4) - MDR 3003442380-2025-12386. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6009862, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 02-sep-2025 against final reporting decision equal serious injury and death, lot number criteria equal 6009862. The count of complaint is 8 which is exceeds 3. Further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaints number are: (B)(4). Device history record (DHR) review: packaging: the lot 6009862 was manufactured according to the work instruction (wi) version 81 packaging in the multivac 12, on 25/oct/2024, with a total of (B)(4) units. Assembly: the lot 4k03316 was assembled according to wi version 27 on-line inspection for assembly of quick set on 25 oct 2024, with a total of (B)(4) units. The lot 4k03317 was assembled according to wi version 27 on-line inspection for assembly of quick set on 25 oct 2024, with a total of (B)(4) units. Review of the DHR showed that a non-conformance (nc) was opened during sterilization process. Sterilization parametric reports were received under the template/form of accusolo system instead of vericycle system. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, one nc raised during sterilization process no related to complaint code, the thresholds of 8 reportable complaints is met for the lot in question and malfunction code, further actions are required. This complaint requires further CAPA determination assessment.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in serbia. This emdr is being submitted for unknown number of quantites it was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia resulting in diabetic ketoacidosis. The blood glucose level was 30 mmol/l at the time of event and the patient got treated with insulin. The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). E1: (B)(6).